Event description:
Post hemodialysis treatment, noticed "white micro thrombi" in the dialysis tubing set. Patient has remained asymptomatic. A similar concern was noted at (B)(6) in 2008 and an extensive investigation was conducted involving the manufacturer - gambro, FDA and va. The report was published in clinical journal of american society of nephrology - https://www.ncbi.nlm.nih.gov/pmc/articles/pmc2390940/.